Event description:
Following a scheduled automatic wireless interrogation of the subject ICD (on (B)(6) 2014) through a remote monitoring system (located in the patient home), the user reported that he failed to create the .pdf file based on transmitted data. First level of preliminary analysis confirmed that the implant data had successfully been transmitted to the server (idf file has been transmitted); however the name of this idf file was reportedly corrupted, which might be related to the reported event. The user requested that the cause of this issue be investigated.

Manufacturer narrative:
(B)(4).

Event description:
Following a scheduled automatic wireless interrogation of the subject ICD (on (B)(6), 2014) through a remote monitoring system (located in the patient home), the user reported that he failed to create the .pdf file based on transmitted data. First level of preliminary analysis confirmed that the implant data had successfully been transmitted to the server (.idf file has been transmitted); however the name of this .idf file was reportedly corrupted, which might be related to the reported event. The user requested that the cause of this issue be investigated.